Event description:
A customer contacted baxter's global technical service center to report the home patient (hp) felt overfilled everynight for the past 2 months on the homechoice device during use. The caregiver (cg) stated that nurse (rn) changed that fill volume from 2500ml to 2200ml. The hp still felt full but was not in as much pain as the last 2 months. The hp had been having severe pain and shortness of breath during therapy. The hp had been having to take pain medication to complete therapy. The cg stated that when hp is in severe pain she ends therapy and drains the hp manually. The cg stated that the hp would drain between 3200ml and 3600ml. The technical service representative would initiate a swap. On (B)(6) 2010, product surveillance contacted the nurse, regarding the patient feeling overfilled. The nurse indicated that she did change the patient's largest prescribed fill volume from 2500ml to 2200ml. The nurse also stated that the patient uses a last fill of 1800ml of extraneal solution. The nurse further stated that even after the patient performs a manual drain, they still complain of feeling full. The nurse stated that the patient has an abdominal xray scheduled. Furthermore the nurse stated that the patient did receive their new homechoice machine and they are feeling a little better on the machine. It was confirmed that at the time of the call, no medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device passed the homechoice return instrument test / evaluation (rite) functional and electrical tests performed by the product analysis laboratory (pal) and was found to be functioning within specification. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Review of the returned device logs, which contained data from the most recent therapies performed by the customer, revealed no patient drain volumes that met or exceeded iipv criteria. The cause of the reported difficulty of the increased intra-peritoneal volume (iipv) was undetermined. A review of the previous service record shows the device passed all required tests and calibrations prior to its release and no issues were identified that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).